Manufacturer narrative:
Pr 10101147 follow up . As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h10 narrative.

Event description:
No additional information received material# 305214 batch# unknown it was reported by customer that they are having issues with the needle coring out the vial stopper. Verbatim: rcc received a complaint via email. Email(s) attached. Requesting if we have recommendations for a customer that is having issues using the nokor vented needle (ref 305214). They are having issues with the needle coring out the vial stopper. They have to then place another needle to filter out the material. Also, has questions on how the nokor vented needles work.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 305214, batch# unknown. It was reported by customer that they are having issues with the needle coring out the vial stopper. Verbatim: rcc received a complaint via email. Email(s) attached. Requesting if we have recommendations for a customer that is having issues using the nokor vented needle (ref 305214). They are having issues with the needle coring out the vial stopper. They have to then place another needle to filter out the material. Also, has questions on how the nokor vented needles work.